Manufacturer narrative:
The patient is (B)(6) in height. An event regarding dissociation of the head from the stem involving an accolade stem was reported. The event was confirmed. Method & results: device evaluation and results: a material analysis has been performed. The report concluded: ¿movement between the femoral head taper and the femoral stem trunnion caused wear and material loss within the taper junction. Due to the degradation present on the taper and trunnion surfaces, it was not possible to determine how or when the locking mechanism permitted this movement to occur. [¿] no material or manufacturing issues were observed on the device features evaluated.¿ medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: ¿the root cause of this pi case is an adverse combination of procedure-related and patient-related factors that in concert have caused an overload condition in the hip bearing and have caused much higher levels of micro-motion in the femoral head taper junction than normally would occur. Severe corrosion with loss of substance was the consequence with resultant loss of taper lock and in the end stage spontaneous disarticulation of the joint. There is no evidence for device-related factors playing an additional role¿ device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that the dissociation of the head from the stem was caused by a combination of procedure-related and patient-related factors. The event is not related to design, material, or manufacturing factors.

Event description:
It was reported via a sales rep that a surgeon advised that a patient had experienced a dislocation of a femoral head from an accolade tmzf stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported via a sales rep that a surgeon advised that a patient had experienced a dislocation of a femoral head from an accolade tmzf stem.